Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit subject of the reported event and determined the reported smoke originated from the unit's drain valve. An internal short in the drain valve's electrical component may have contributed to the reported event; however, a definitive root cause could not be determined. The medisafe sonic irrigator pcf was permanently removed from service. The unit was installed in (B)(6) 2014, making it over 10 years old at the time of the reported event. The device history record was reviewed and confirmed that the device was manufactured to specification; no abnormalities were noted. A 3-year complaint review determined this to be an isolated event. The user facility has purchased to a new amsco 7052hp washer. No additional issues have been reported.

Manufacturer narrative:
The medisafe sonic pcf subject of the reported event was removed from service. A follow-up report will be submitted upon completion of repairs to the medisafe sonic irrigator pcf unit.

Event description:
The user facility reported that smoke was emitting from their medisafe sonic irrigator pcf. No report of injury.